Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired. Cartridge (a) tr35w, l5375n was received fully fired and with normal lockout. Cartridge (b) tr35w, m54c9k was received unfired and with normal lockout. The device was tested for functionality with the returned reload (b) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The returned cartridge reloads were loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler misfired the white cartridge and the cartridge popped out inside the patient. The cartridge was retrieved. The case was completed with another cartridge. There were no patient consequences reported.